Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported the pga of a 5f exoseal vascular closure device (vcd) is deployed, it does not settle into the blood vessel and is pulled up when the device is removed (pga loss). Manual compression is performed after the product is removed. There was no reported patient injury. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported the pga of a 5f exoseal vascular closure device (vcd) is deployed, it does not settle into the blood vessel and is pulled up when the device is removed (pga loss). Manual compression is performed after the product is removed. There was no reported patient injury. Additional information was requested but not provided. One non-sterile vascular closure device 5f was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the unit was already inserted into a non-cordis csi (catheter sheath introducer), the button/deployment lever on the device was not pressed, and the plug was present on the delivery shaft, which was found with dry blood residues, with the indicator wire deployed and the loop in good condition. The indicator window was received on white/black position and the cowling guard was found unlocked. No anomalies were observed during the analysis. The reported event by the customer as ¿plug ¿ inaccurate placement¿ could not be confirmed since the plug was not deployed from the unit, additionally, due the nature of the complaint, the event reported could not be properly evaluated. Procedural, patient related, and/or handling factors might have contributed to the condition reported on the unit. Without procedural images, the cause of the reported event cannot be determined. The deployment lever was received not depressed. Without depression of the lever, the sealant cannot be deployed. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. The device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. The product analysis does not suggest that the reported failure could be related to the manufacturing process of the unit. No corrective or preventive actions will be taken.